Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the purge disc holder on the automated impella controller (aic) was loose which caused purge issues. The aic was swapped to resolve the noted issue. There was no patient harm reported.

Manufacturer narrative:
The investigation into the reported aic -purge disc issue has been completed since the original report was filed. Device analysis: console was tested after arriving in fs. After analysis, purge retainer was found to be broken (see attached image). Portion of the purge retainer that is supposed to be fastened to the purge assembly was no longer intact. Section d9 was updated.